Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, but the caller was unable to complete the reset due to the lack of charging supplies. They received instructions and were advised to call back if the issue reoccurred, which the caller understood and acknowledged.